Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4) implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The patient requested an appointment on the day of report because she needed to be tweaked. The patient thought that her dorsal column stimulator went out. The patient noted that the dorsal column stimulator stopped working the week prior to report and she had not been able to charge it. The reporter interrogated the implantable neurostimulator (ins) and tried to turn stimulation up for the patient but the patient was not feeling stimulation at all. They tried adjusting for about 10-15 minutes in the office. The patient noted that they had not felt stimulation for about a week but had no falls or trauma that occurred prior. Impedances were run and they showed greater than 20,000 ohms however, the reporter did not switch the reference electrode. The manufacturing representative could not pick up impedances and therefore it was recommended that the p atient get an x-ray of the battery to check for any possible lead loosening. The patient had complaints of back pain. The patient experienced tenderness on palpation over the greater trochanter. It was exquisitely tender and over the gluteal area (left). Joint pain was present. The patient had lower back and left hip pain. The patient had recurrent left hip and buttock pain. The patient localized most of the pain to the left greater trochanteric and left ischial tuberosity with increased pain upon standing and walking. On her last visit she received an infection in her left hip and would like another injection. X-rays were done and there was no evidence of lead displacement and battery placement was in good position per manufacturing representative interpretation of the radiographs. The manufacturing representative was going to follow up with the patient and try other testing options to try and troubleshoot problems. It was noted that the cause of the impedance issue was not determined. It was unknown if the event was device related. The patient outcome was unknown. The patient was given an injection and tolerated the procedure well.